Event description:
The patient reportedly experienced intermittencies while wearing the external equipment. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The decision was made to explant the patient's device. Surgery to explant the patient's ci device is to be scheduled.